Event description:
A consumer reported that on (B)(6) 2016, if the patient was eating while stimulation was on they experienced pain, an upset stomach, and vomiting, but they weren't sure if it was from stimulation or the pain. It was noted the patient was implanted on (B)(6) 2016, which was when the pain started, sp following implant they were on a high dose of drugs for post-operative pain. It was noted the trial went perfect and there was very little pain, but now they didn't know what was worse, the current pain or the pain prior to implant. Further information was received from the patient reporting the top electrodes were programmed too high for them so they met with someone who reprogrammed the stimulator which resolved the issue. The patient was currently receiving effective stimulation and had no vomiting. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.